Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that they were having trouble connecting to the implant with the patient programmer. They were seeing the poor communication screen. The caller noted that in december they had an MRI and they had to shut the device off and then turn it back on and they saw the number 9 on the programmer so they knew it was on and working. The caller was able to connect after repositioning and they saw 1.0. After the caller saw 1.0 during the call, they told the agent that they had increased by themselves from 0.9 to 1.0. The agent reviewed what the elective replacement indicator (eri) would look like. The caller will check the ins more frequently due to the implant's age. The caller noticed a difference in their bathroom habits started sometime this year. They had increased stimulation from 0.9 to 1.0. The agent emailed physician listings as the patient did not have an healthcare provider.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.